Event description:
During coil embolization of an internal carotid artery with a deltapaq coil (cdf10015630/ c30912) the green light of the detachment box did not illuminate and the coil would not detach. The device was successfully removed from the patient. The coil did not appear stretched and had not detached during removal. The same dcb and connecting cable was used to complete the procedure with other coils. It was reported that the green light was shown during the pre-deployment electrical test, but did not illuminate during the attempt to detach. No fault light was seen during the case. All connections appeared to fit properly without application of excessive force. There was no visible damage to the actual coil. The actual coil did not appear damaged. There was no patient adverse event or clinically significant delay in the procedure. The device will be returned.

Manufacturer narrative:
Updated complaint conclusion with device analysis: during coil embolization of an internal carotid artery with a deltapaq coil (cdf10015630/ c30912), the green light of the detachment box did not illuminate and the coil would not detach. The device was successfully removed from the patient. The coil did not appear stretched and had not detached during removal. The same dcb and connecting cable was used to complete the procedure with other coils. It was reported that the green light was shown during the pre-deployment electrical test, but did not illuminate during the attempt to detach. No fault light was seen during the case. All connections appeared to fit properly without application of excessive force. There was no patient adverse event or clinically significant delay in the procedure. The coil was returned; however, the unidentified detachment control box (dcb), control cable, and unidentified microcatheter were not returned. Concerning cleanliness only, the microcoil system was returned in almost pristine condition. The system was either not used or was cleaned/rinsed before being returned which may have produced further damage. It is also unknown if the device was further manipulated and/or inspected post-procedurally. Any trace evidence that may have been complaint related may have been altered or removed prior to being returned. The coil¿s socket ring was found pushed down and under the outer sheath and against the resistive heating coils contact surface (angle ring section). The circumstances that produced this unreported damage cannot be determined. The detachment fiber is still intact and did not receive heat and melt. The proximal section of the coil was returned stretched. The circumstances that produced this unreported damage cannot be determined. The distal section of the coil past the stretched section is undamaged. No manufacturing defects were found. The device positioning unit (dpu) passed electrical testing with resistance at 56.2 ohms and the enpower systems go green light illuminated. The coil detached on the first detachment cycle. The dpu passed post-detachment electrical check with resistance at 56.9 ohms. Post-detachment examination found that the detachment fiber received heat and melted as designed. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The inability to detach the coil could not be confirmed. Laboratory testing could not duplicate the field complaint as the coil was detached during testing, therefore the root cause of the coils failure to detach inside the aneurysm cannot be determined. In addition, without the return of the complete detachment system and the unidentified microcatheter used in the procedure, it cannot be determined if these components contributed to the complaint event. There was no evidence that the event was related to a manufacturing issue; therefore, no corrective actions will be taken. It was initially reported that the device was not available for analysis; however, the device was returned on july 1, 2015.

Manufacturer narrative:
After several attempts to obtain the device for analysis, it was reported on (B)(6) 2015 that the device would not be returned. Complaint conclusion: during coil embolization of an internal carotid artery with a deltapaq coil (cdf10015630/ c30912), the green light of the detachment box did not illuminate and the coil would not detach. The device was successfully removed from the patient. The coil did not appear stretched and had not detached during removal. The same dcb and connecting cable was used to complete the procedure with other coils. It was reported that the green light was shown during the pre-deployment electrical test, but did not illuminate during the attempt to detach. No fault light was seen during the case. All connections appeared to fit properly without application of excessive force. There was no visible damage to the actual coil. There was no patient adverse event or clinically significant delay in the procedure. The device was not available to be returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Based on the information provided and no product return, the failure to detach the deltapaq coil could not be confirmed. The root cause of the event or factors that may have contributed to the event could not be determined based on the information provided. Since there was no evidence of a manufacturing issue related to the event, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant medical products: detachment control box and connecting cable (lots unknown). Patient age, gender and weight were not provided. It is anticipated that the device will be returned for analysis; however, the device has not yet been returned. Additional information will be submitted within 30 days of receipt.